Manufacturer narrative:
The reported events were failure to extend helix, lead dislodgement, low r- wave sensing and increased capture threshold. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorqued inner coil consistent with procedural damage. The reported event of helix would not extend was confirmed. After cleaning the helix and cutting the lead, the helix could be extended and retracted. The measured full helix extension length was within specification. The reported events of low r-wave sensing and increased capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, a decrease in r-wave sensing and an increase in capture threshold was noted on the right ventricular (rv) lead. During the lead revision, the physician alleged microdislodgement of the rv lead. The physician attempted to reposition the lead but the helix did not extend. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.